Event description:
Diagnosed with fibromyalgia 11/28/88 after more than 4 yrs of joint and muscle pain and extreme fatigue. On 3/13/91, required cortisone therapy for rash with pustules, which eventually spread over the entire body. Dr unable to give a diagnosis. It was called an "allergic reaction," although no specific allergen could be identified. She continues to be treated for fibromyalgia. She experiences exacerbations but not remissions.